Manufacturer narrative:
The returned product was evaluated and the investigation found the tip of the exposed portion of the soft cannula damaged. The needle was sharp and not blunted. The investigation could not determine what caused the customer complaint of bleeding / bruising and pain at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached from 13.9 to 7.3 and then 17.9 mmol/l (250 to 132 and then 323 mg/dl). It was painful during wear and there was blood noted in the cannula. Hyperglycemia treated by patient with a manual injection of insulin (exact amount was not provided). The pod was worn between 4 and 24 hours on the hip/buttocks.